Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer requested assistance with programming her insulin pump. The customer's blood glucose was 50 mg/dl. The customer treated her low blood glucose with glucose tablets. No additional information provided.